Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience intermittent ongoing fluctuating blood glucose levels (bg). Highest bg was reported as "high" on continuous glucose monitor and lowest level was reported at 40 mg/dl. Customer reported that they don't count carbs only estimates carbohydrates being consumed and entered into the pump which contributed to low blood glucose levels. Cause of high bgs were unknown. Customer consumed carbohydrates to address lows and addressed elevated level with boluses from the pump.